Event description:
The patient outcome has been further clarified since reporting. The patient expired from multi organ failure resulting from the patient's condition. Impella use cannot be conclusively dissociated as a contributing factor.

Event description:
Clinical Narrative UPDATED from AEI, (b)(6)2026:The patient outcome has been relayed from the field. The patient expired after 5 days of Impella CP support. The death is most likely attributable to the patient's SCAI shock stage C and overall clinical state, and mechanical circulatory support devices and vasopressor and inotrope support. However, due to the fact that there was a short interruption of hemodynamic support the controller exchange cannot be conclusively ruled out as a contributing factor.Prior Clinical Narrative:An Impella CP was inserted via the femoral artery to support the 60 year old male patient who had been admitted with a cardiac history and event. The patient was observed to have 3 vessel coronary artery disease, cardiothoracic surgery declined the patient, but as the patient was being discharged from the hospital, he coded and was given CPR. The patient was brought again to the cardiac catheterization lab for intervention. Extra Corporeal Membrane Oxygenation (ECMO) and the CP were inserted. The CP will vent the primary support ECMO. The patient was presenting in SCAI Stage C Shock.After the CP was inserted the placement signal was lost. The team troubleshot by removing and replacement of the Automated Impella Controller (AIC). This is being conservatively reported for Delay of Therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.The patient remains on the CP and ECMO and has survived the event at time of reporting. The device functions as expected, P-2 with 1.6L/min flow with D5W with heparin in the purge solution.

Manufacturer narrative:
B5 updated with additional informationDate of death corrected.

Manufacturer narrative:
Updated information:B1 selected Adverse Event, B2 selected Death and added Date of DeathB5 clinical narrative updatedH1 changed to DeathH6 Impact code added F02H6 Med Dev Prob code added A01.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES, CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Event description:
IT WAS REPORTED THAT AN AUTOMATED IMPELLA CONTROLLER GENERATED A YELLOW "POSITION DETECTION SIGNAL IS NOT STABLE" ALARM. ALL PUMP CONNECTIONS WERE CONFIRMED, AND THE CONTROLLER WAS RESTARTED, BUT THE ISSUE PERSISTED. THE CONTROLLER WAS REPLACED TO CONTINUE PATIENT SUPPORT. NO PATIENT HARM WAS REPORTED.